Manufacturer narrative:
The lot number of the subject device has been provided. A device history record review is being performed. The investigation is currently underway.

Event description:
It was reported that during advancement of the delivery system to the lesion site in the iliac artery, the vascular stent partially deployed half within the sheath and the other half in the vessel. During removal attempts, the distal section of the stent fractured and detached. The delivery system and proximal part of the stent could be successfully removed. A pta balloon was used to fix the remaining part of the stent against the vessel wall. The patient was reported to be doing well post procedure.